Event description:
According to the reporter, during a laparoscopic rectal resection, during the first one, it was noticed that the jaws were not closed as usual. When the device was attempted to insert it from the trocar, it got stuck, so the surgeon pushed the cartridge to supplement it and inserted it from the trocar. The second one was taken out but the jaws did not close. The products were used as is without any changes. When the rectum was clamped, it would normally be firmly clamped by closing the jaws, but it was difficult to position the cartridges. After the surgery, the first cartridge firmly closed the jaws, and the second one did not close and had a gap. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.